Manufacturer narrative:
(B)(4). Device is not distributed in the unites states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013 a syncage-c,wedge-shaped 5.5mm was used. The surgeon picked up and used same-size two syncage-cs from an implant set. But one of them had 3 holes for implant holder, while the other had only 1 hole for implant holder (like 3 hole- combined shaped. After implantation and removal of a holder, the surgeon noticed the difference in shape of the two by visual check. He confirmed these two articles are the same article #(same size products) by postoperative x-rays. The surgeon was not given any explanation on the different shapes in advance and during operation (our sale rep was there). This is report 2 of 2 for complaint (B)(4).